Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer was able to recover the cubie but still had issues with the drawer, replaced retractor bands and reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer reported that the malfunction resulted in more than fifteen minutes delay in dispensing of the medication to the patient and they have managed to get medication from the pharmacy. There were no adverse events or injuries reported based on this incident.